Manufacturer narrative:
Product analysis conclusion: the reported difficulty to remove the delivery system could not be assessed on the films provided; therefore the cause of the event could not be determined. Lack of procedural angiograms showing attempts to advance/remove the delivery system were not received for a thorough analysis of the event. It is possible that the patient's tortuous and calcified iliac arteries may have been a contributory factor in the observed event. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was intended to be implanted during an endovascular procedure for the treatment of a 51mm abdominal aortic aneurysm .  It was reported during the index procedure while inserting the device, the device was not tracking through the right iliac due to tortuosity and calcification of the right iliac artery. The physician decided to remove the delivery system and input a 20fr sheath, removing the device was difficult, it was eventually removed by rotating the delivery system. While evaluating the delivery system to see if it was damaged in any way it was observed that the graft covering was twisted. The decision was  made to not use the device in the event it wouldn't deploy correctly. The physician did deploy it on the back table to see if it would and it did with success. A new esbf3214c103e device was opened and successfully inserted through the 20 fr sheath. As per the physician the cause of the event was due to the patients own anatomy as a result of tortuosity and calcification of the right iliac artery. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system and deployed graft were returned for analysis. The external slider was in the home position with the backend wheel partially open. Deformation was observed along the graft cover extending 24.4cm from the tip. Longitudinal scratches were visible along the graft cover tip and taper tip. The taper tip was curved. The reported deformation was confirmed through analysis. Ruler cal # 7367. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.